Event description:
The reporter states that he obtained the blood glucose results of 265 mg/dl and 106 mg/dl within 10 mins on the accu-chek aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.